Event description:
Additional information was received and reported the the implantable cardiac monitor (icm) was removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.